Manufacturer narrative:
The glidescope go video monitor was returned to verathon for evaluation. A verathon technical service representative evaluated the returned monitor where they were unable to duplicate the reported issue. When connected to a test blade, the device would display an image that was stable and clear with good color rendition; however, it was found that the device connector would not hold the blade in securely. The service technician replaced the device connector and after observing proper device operation through functional and performance testing, the device was returned to the customer for use. Corrective action is not required at this time. Verathon will continue to monitor for trends.

Event description:
The customer reported that during a patient procedure, using a glidescope go video monitor, the image would disappear intermittently. No delay in the procedure, use of a back up device, or harm to the patient or user was reported.